Event description:
It was reported that the ins (implantable neurological stimulator) turned off twice, and reverted back to original settings. Telemetry indicated "no response". The device was replaced. The patient was ok following the replacement.

Manufacturer narrative:
The device was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.